Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition of the device not having power was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the device made a loud grinding noise. During service/repair, it was observed that the device had corroded components. It was determined that the issues were consistent with normal wear out from use. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was discovered that the small battery drive device had no power. During in-house engineering evaluation, it was observed that the device made a loud grinding noise. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.